Manufacturer narrative:
Samples form customer will be assessed if delivered.

Event description:
(B)(6) said, "2 out of every 10 needles doesn't work. I never had a problem until they changed the needles, and I know I'm not the only one. These foreign countries are ripping us off - the va can't afford this. It's a shame." Medication is not flowing through the needle. He injects lantis silverstar 2x daily.